Manufacturer narrative:
The field service engineer found the sipper probe to be misadjusted which he readjusted. He also performed a ref tube decontamination and ran an ise check, calibration, and quality controls that passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. The samples were repeated on two other cobas c501 analyzers. Patient 1 initial result was 119 mmol/l and the repeat results were 139 mmol/l and 142 mmol/l. Patient 2 initial result was 108 mmol/l and the repeat results were 133 mmol/l and 135 mmol/l. Patient 3 initial result was 96 mmol/l and the repeat results were 128 mmol/l and 137 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.